Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion there was a small hole in the silicone segment just under the upper fitment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a hole in the silicone segment was confirmed. Visual inspection showed that the silicone segment had a tear near the lower fitment. Examination under magnification revealed no crush mark. Functional and pressure testing confirmed leaking from the silicone tubing near the lower fitment. The cause of the tear/hole in the silicone segment is unknown.